Event description:
Patient was undergoing a robotic right partial nephrectomy. During the procedure the surgeon noticed smoke coming out of the laproscopic port of the monopolar scissors. The scissors were removed to reveal the protective coating was hot to touch with areas of coating missing. Pieces of the fiber coating burned areas within patient's peritoneal cavity.====================== manufacturer response for electrosurgical generator, force fx======================manufactured representative requested the device, we have refused until manufacturer follows our procedures for obtaining the device.====================== manufacturer response for grounding pad, rem polyhesive ii======================manufacturer has requested device, once manufacturer complies with our requirements we will release the device.